Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon investigation, the right ventricular lead was found with elevated threshold. During testing, the patient complained of chest wall stimulation, and this was also visible. It was unsure whether if the stimulation was chest wall or diaphragmatic stimulation. Programming changes were made. The patient was mainly asymptomatic before, during, and after the check except for the stimulation during testing.